Manufacturer narrative:
H11: h2: additional information on a1, b3, b5 & h8. Corrected data on h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device noted rattling sound from inside the device. A functional evaluation of the device did not reveal any malfunction. The device did not get hot. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, the camera head was getting very hot. As this was noticed upon cleaning and sterilization, there was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that the camera head was getting very hot. It is unknown whether the event happened during surgery, if there was patient involvement, if there was a back-up device available or if there was surgical delay. No further complications were reported.